Event description:
Reporting status: serious injury medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that the date of index procedure was 2008. The adverse event started five days later. The pt was experiencing chest pain. An ECG was taken, which showed an acute anterior wall mi. Angiography was performed which showed in-stent thrombosis. Percutaneous coronary intervention was performed to prevent permanent impairment/damage on the same day. Findings of st-elevation mi, was based on q-wave mi. No additional event or pt info is available.

Manufacturer narrative:
The second xience v is being filed under the same MFR number. Results and conclusion summation - product performance engineering reviewed the incident info. Angina, myocardial infarction, and thrombosis, as listed in the xience v IFU, are known risks associated with coronary stenting and are not necessarily an indication of a product qual issue. There was no report of any device malfunction at the time of the stent implant. It is likely that the angina, ECG changes, ptci and myocardial infarction are secondary effects of the thrombosis which required hospitalization. A conclusive root cause cannot be determined.